Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the cgm sensor pairing process continued for an extended period without completing. The highest recorded bg was approximately 400 mg/dl. The device provided a high bg alert. After re-entering the sensor code and allowing the warm-up period to complete, bg readings resumed and the issue resolved. No symptoms were reported, and no medical intervention was required.